Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of six of peritoneal dialysis therapy. The technical service representative (tsr) had the care giver (cg) close all the clamps and cycle the power on the device to clear the alarm. The tsr attempted to ask the troubleshooting questions, but the cg was not sure of any details and said that they connected the patient like they always do. The tsr explained the alarm. The cg was going to start over with all new supplies and would call back if they had any issues. There was no patient injury or medical intervention associated with this event. No additional information is available.